Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). The recharger was returned however it was part of the exchange program so it was scrapped on return. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the lithium battery went all the way out and they were not getting a response and the controller was not finding the device as the controller kept going to a screen that said the controller battery needed to be changed. Caller said that they reset the controller several times, however the issue was not resolved. Caller saw no apparent damage to the equipment. Pss had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed seeing the ac power supply green light on; caller confirmed that the controller powered on. Pss then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller confirmed seeing the controller light flashing green. Pss had the caller unlock the controller; battery low recharging the implanted device soon appeared, so pss had the caller tap ok and caller then saw the batteries screen with the controller at 100% and the ins very low. Pss had the caller initiate an ins recharging session. Caller saw no device found, so pss reviewed passive recharge mode and had the caller tap recharge. On the trying to recharge screen, the caller saw the three numbers read as 99 100 100. Caller confirmed seeing the controller light flashing green. Caller then saw the batteries screen with recharging excellent indicated. Caller said that they saw this before but it only lasted about five minutes before it went back out. Caller then said that the battery went from 50% down to 60% and they saw recharging good. Caller repositioned the recharger over the ins and then saw recharging excellent. Pss reviewed best recharging practices with the caller. Caller said that the pt was having so many problems with their legs and they were hurting. Caller said that the pt was doing pretty good but when the device went out they started having trouble. When asked for the event date, caller said that it was about two days ago. The troubleshoot ing steps that were taken on the call resolved the issue. Pt called back and stated they called patient services a couple days ago since it was not recharging and they had to reset the controller. Now they could not charge the ins for it was telling them to replace the recharger and try again. Pt was very confusing during call the pt unlocked the controller with nothing plugged into it and the pt saw the controller had 90% and the ins had 50% battery. Pt then attempted to recharge the ins after ps reviewed best charging practices and they got the message battery low replace the controller battery soon. A replacement controller was sent to the patient. Patient and patient rep called back stating they received the controller over the weekend but it's still not working. Patient stated the controller just goes from "implant" to "position the recharger" and they can't get to the batteries screen. Patient said the controller won't say their name like the old one. Patient noted that the controller is not picking up their intellis battery. Patient rep added that they know they just got the recharger but it's looking worn out and they can see the white stuff under the rubber on the paddle. Agent attempted to walk patient rep through controller set up; caller kept seeing "no device found." Agent had caller enter passive recharge mode and caller saw 0-0-0 with the antenna over the implant. Patient then commented that the paddle was getting burning hot. Agent had patient remove the antenna from their skin. Caller added that they relay box was also hot and they had noticed it getting hot other days. Caller commented that the numbers were jumping around to 13 or 100 but kept going back 0 as they moved the recharger cord. Agent reviewed with patient and caller that the recharger needed to be replaced. Caller asked if the battery pack needed to be replaced. Agent reviewed a replacement recharger will be sent out and once they are able to finish the set up on the controller then the controller should display the patient's name again. Caller commented that the patient has been in a lot of pain in both of their legs. Caller noted the stimulation was maintaining the pain, so it has been rough without it and the patient hasn't been sleeping well. An email was sent to the repair department to replace the recharger. Caller confirmed they would call back if additional assistance was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint and reporting that their replacement controller helped resolved their issue.